Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties with the implantable pulse generator (ipg). Additionally, the patient requested access to magnetic resonance imaging (MRI) conditionality. To address this, a revision procedure was performed in which the ipg was removed and replaced. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device was retained and will not be returned.